Event description:
As reported by an edwards field clinical specialist, based on the 3mensio review, the tavr procedure was planned for a 29mm sapien 3 valve to be deployed in an 80/20 aortic/ventricular (a/v) position. During deployment, the valve landed lower than intended at 50/50. The patient remained in stable condition; however, persistent aortic regurgitation / central leak was observed. A second sapien 3 valve was successfully deployed at the 80/20 a/v position. No central leak was observed on post deployment echo. The echo gradient measured 4mmhg. The procedure was completed without further issue. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Update to b5 (describe event or problem), h6 (device code, type of investigation, investigation findings, investigation conclusions) and h10 to reflect engineering evaluation. The 29mm sapien 3 valve was not returned to edwards as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record review was performed and did not reveal any manufacturing non-conformance that contributed to the reported event. The commander delivery system with s3/s3u/s3ur IFU, s3 valve-in-valve patient screening and procedural manual and procedural training manual were reviewed for instructions and guidance. The procedural training manual provides guidance on thv malposition. Use caution with regarding narrow calcified stj. Ensure fluoroscopic view used for deployment is the coplanar view where inferior aspect of all 3 cusps are on same plane, consider coaxial alignment of catheter to the aortic annulus an if positioning is difficult using fluoroscopy alone, consider using both fluoroscopy and tee. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for malpositioned thv and deployed valve exhibits central regurgitation were unable to be confirmed due unavailability of applicable imagery/medical record. A review of DHR did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. As reported, 'during deployment, the valve landed lower than intended at 50/50. The patient remained in stable condition; however, persistent aortic regurgitation / central leak was observed. A second sapien 3 valve was successfully deployed at the 80/20 a/v position.' Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. In this case, additionally received information clarified that left ventricular outflow tract (lvot) was calcified, which was also confirmed via provided imagery. While it is possible that the calcified lvot could interfere with thv foreshortening during deployment, it would be more likely to push the partially ds/thv upwards (aortic). Per imagery review, patient also had calcified sinotbuluar junction (stj), which is known to contribute to ventricular movement and/or reduced foreshortening of thv during deployment and, therefore, likely contributed to the reported malposition. An existing technical summary has documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant include valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, a technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flowco testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and deployment. In this case, it is possible the low seated thv (too ventricular) resulted in leaflet overhang (associated with the implant site/homograft), which can impact proper thv leaflet coaptation. It is also possible that reduced thv foreshortening contributed to decreased valve diameter due to under-expansion, which can lead to a gap between the valve leaflets, preventing the valve from fully closing and, thus, resulting in central regurgitation. In this case, available information suggests that patient factors (calcification) and procedural factors (malpositioned thv, under-expanded valve) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action, nor pra is required at this time.

Event description:
Updated information was received as per proctor review. The patient has had two surgical aortic valve replacements. The second one is a 25 mm homograft. There is a septal aneurysm noted. The neo-annulus measures 603 mm, the stj measured 30.4 mm and the sov measure 35.5 mm. The ascending aorta is heavily calcified. Given these measurements a 29mm sapien 3 ultra valve is recommended. It should be deployed with normal deployment volume and implant depth should be 80/20. If pvl is noted post implant an additional 2 cc of contrast can be added to the deployment balloon. Risk of annular rupture minimal. Coronary heights are adequate, and the sov is large, and the risk of coronary occlusion is minimal.